Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned to zoll manufacturing corporation. Service investigation is currently underway, device evaluation was accomplished through a review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication or allegation at this time to suggest that the lifevest caused or contributed to the inappropriate treatment or to the death.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event on (B)(6) 2016 and subsequently passed away on (B)(6) 2016. Review of the event indicated that the patient was treated five times on (B)(6) 2016. The first treatment appropriately treated ventricular tachycardia (vt) at 100 beats per minute (bpm). The pre-shock rhythm was an idioventricular rhythm at 85 bpm. The second and third treatments inappropriately treated an idioventricular rhythm with post shock rhythm of idioventricular rhythm. The fourth and fifth treatment occurred while the patient was in asystole with post-shock rhythm of asystole. Asystole is considered a non-shockable rhythm.